Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had foreign material in the connector. The returned device had a damaged connector. The returned device indicated a damaged grommet. The returned device indicated a set screw with a rounded socket. The returned device indicated a damaged set screw.

Event description:
It was reported that the implantable pulse generator (ipg) set screw was stripped before it was implanted. The ipg was not used and was replaced. No patient complications have been reported as a result of this event.